Manufacturer narrative:
The catheter was returned and no anomalies were identified. The pump was returned and analysis identified residue and wearing in the motor. Concomitant medical products: product ID 8780 serial# (B)(4) implanted: (B)(6) 2014. Product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported on (B)(6) 2018 the pump was telemetried and found to have 6.2cc of old drug within the reservoir. The reservoir was accessed and 8.8 cc of old drug was removed/aspirated. There was a discrepancy of 2.6cc. On (B)(6) 2018 the pump was telemetried and found to have 5.6cc of old drug within the reservoir. The reservoir was accessed and 8cc of old drug was removed/aspirated. There was a discrepancy of 2.4cc. On 2018-dec-14 the pump was telemetried and found to have 5.8cc of old drug within the reservoir. The reservoir was accessed and 8.8 cc of old drug was removed/aspirated. There was a discrepancy of 3cc. On (B)(6) 2019 the pump was telemetried and found to have 6.4cc of old drug within the reservoir. The reservoir was accessed and 8.6cc of old drug was removed/aspirated. There was a discrepancy of 2.2cc. On (B)(6) 2019 the pump was telemetried and found to have 6.6cc of old drug within the reservoir. The reservoir was accessed and 9cc of old drug was removed/aspirated. There was a discrepancy of 2.4cc. On (B)(6) 2019 the pump was telemetried and found to have 5.3cc of old drug within the reservoir. The reservoir was accessed and 8cc of old drug was removed/aspirated. There was a discr epancy of 2.7cc. Actions/interventions included the pump was refilled and reprogrammed on (B)(6) 2018, (B)(6) 2018, (B)(6) 2018, (B)(6) 2019, (B)(6) 2019 and on (B)(6) 2019. The outcome of the event resolved without sequelae on (B)(6) 2019. The device diagnosis was pump reservoir volume discrepancy. The event date was (B)(6) 2018. The patient's weight was 290 pounds. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. No symptoms were reported. No further complications were reported/anticipated. Additional information received from a healthcare professional (hcp) via a clinical study indicated the outcome of the event was update from resolved without sequelae on (B)(6) 2019 to resolved without sequelae on (B)(6) 2019. The pump was telemetried and found to have 4.3cc of old drug within. The reservoir was accessed and 7cc of old drug was removed. There was a discrepancy of 2.7cc. The pump was refilled and reprogrammed on (B)(6) 2019. No further complications were reported/anticipated. (B)(6) 2019 psr update (hcp, sdy): document contained no new information. (B)(6) 2019 psr, psr update x7 (hcp, sdy): additional information received from a healthcare professional (hcp) via a clinical study indicated the patient was receiving fentanyl (unknown dose and concentration) and bupivacaine (unknown dose and concentration). On (B)(6) 2019 the pump was telemetried and was found to have 4.6cc of old drug within. The reservoir was accessed and 7cc of the old drug was removed. There was a discrepancy of 2.4cc. The pump was refilled and reprogrammed on (B)(6) 2019. The outcome of the event was updated to resolved without sequelae on (B)(6) 2019. No further complications were reported/anticipated. (B)(6)2019 psr (hcp, sdy): additional information received from a healthcare professional (hcp) via a clinical study indicated the outcome of the event was update from resolved without sequelae on (B)(6) 2019 to resolved without sequelae on (B)(6) 2019. The patient presented to the office for a pump refill. The pump was telemetried and found to have 4.cc of old drug within. The reservoir was accessed and 6.6cc of old drug was removed. There was a discrepancy of 2.6cc. The pump was refilled and reprogrammed on (B)(6) 2019. No further complications were reported/anticipated.